Event description:
It was reported by the sales rep that during a "vats" lung resection procedure, the stapler was closed on tissue. When first stapler was removed it was noted that ther was an incomplete staple line, and the staples were malformed. The surgeon did have the device articulated. The second device did the same thing, produced an incomplete staple line. The patient had cancer. The surgeon thinks the compromised tissue could have contributed to the issue with the staple line. The patient received a blood transfusion the next day. The patient is ok now.